Event description:
The customer reported to olympus, the gastrointestinal videoscope angle wire is defective, the scope cannot be completely angulated. This issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, foreign material was found attached to the plastic distal end cover and to the adhesive on the bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings provided in b5, the evaluation found due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, the scope connector cover unit and scope connector case had corrosion due to water leakage, the plastic distal end cover had a crack, the adhesive on the bending section cover was detached, and due to deformation of the bending tube; the connection between the bending section and connecting tube was not secure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Although, physical damage on the plastic distal end cover (c-cover) was confirmed, there was no physical damage on the distal sheath glue. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be conclusively determined. The reported event can be detected and prevented by following the IFU sections: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.